Event description:
It was reported that there was a lead alert for varying and high impedance on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead impedances have been varying. There was no reprogramming done. The patient is being monitored. It was further reported that the patient had a chest x-ray at which time there was still no intervention. It was additionally noted that the physician believes the patient is a "twiddler". The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead alert for varying and high impedance on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead impedances have been varying. There was no reprogramming done. The patient is being monitored. It was further reported that the patient had a chest x-ray at which time there was still no intervention. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: it was later reported that the rv lead was fractured and it was explanted and replaced. A proximal portion of the lead was received measuring 46 cm and medial portion of the lead was received measuring 46 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.